Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported failure mode has been confirmed. Subsequent analysis determined that the microstructure of the metal was atypical. Reference CAPA-(B)(4) for root cause and corrective actions.

Event description:
Product was produced with atypical micro structures.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.